Event description:
Additional information later received reported the healthcare provider (hcp) was turning the pump off and no plans for explant at this time. The patient was doing well.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 1.335 mg/day) and morphine (60 mg/ml at 8 mg/day) via an implantable pump. The indication for use was noted as failed back surgery syndrome and non-malignant pain. On (B)(6) 2015, it was reported that 2 months ago at the patient¿s refill appointment they were told that the clinic was no longer handling pumps. The pump medication was being reduced every month. They were not planning to explant the pump. The patient was going through ¿bad withdrawal¿ which came on suddenly on (B)(6) 2015. On (B)(6) 2015, it was reported that a pump motor stall was seen on initial device interrogation. The patient had not had an MRI recently. The pump logs indicated ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿. The pump stalled on (B)(6) 2015 at 16:44 and had not recovered. The patient was no longer going to be managed by the clinic, so they planned to convert him to oral meds and not replace the pump. On (B)(6) 2015, it was reported that the patient was having ¿extreme withdrawal¿ and a lot of pain, as well as, ¿lots of medical issues¿ they did not anticipate due to the motor stalling on the pump. The patient¿s hcp (healthcare provider) was discharging the patient from care and was not going to remove the pump. The patient¿s hcp told the patient he needed to detox at a rehab facility, but the patient¿s insurance wouldn¿t pay for it. Per the patient¿s daughter they had gotten a recommendation for an hcp to remove the pump. The patient planned to have the pump removed because he could not find an hcp to manage the pump. The pump was ¿working good¿ until the stall.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to gear wheel 3.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient reported the pump just stopped. The patient was being seen by physicians at a pain care clinic. The pump system was removed on (B)(6) 2015. The patient's status after the device removal was recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.